Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults was confirmed via log file analysis. The modular cable (lot number unknown) was returned and tested with the event system controller and passed testing without issue or alarms. A review of the downloaded log files showed driveline power fault alarms due to intermittent interruptions to the power b signal. The driveline power fault alarms did not prevent the pump from operating as intended prior to the reported explant of the pump. Damage was found on the wire responsible for the power b signal, which would cause the reported event. Provided information indicated that the patient underwent a heart transplant from the routine list, unrelated to the driveline power fault alarm, and that the lot number of the modular cable was unknown. The root cause for the reported event was determined to be damage to the modular cable. The device history records were unable to be reviewed due to the lot number of the modular cable being unknown. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had called the ventricular assist device (vad) coordinator with a driveline power fault. Log files were sent for review. The event log file displayed driveline_power_fault / (f5) pwr_b_broken beginning (B)(6) 2025 around 3:53 pm. There were no other unusual events seen within the log files.